Event description:
Per the physician, the patient was explanted in 2009, due to a skin flap infection at the site of the fixture. Reimplantation is planned, but had not taken place at the time of this report.